Event description:
It was reported " the screen is dim and not as bright and difficult to read at times." There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.